Event description:
(B)(6)-2010 medivators employee reported the facility called to report that a piece of debris came out of the scope and into the patient during a procedure.

Manufacturer narrative:
After receiving the initial report a clinical specialist visited the facility. The endoscope reprocessing systems on site was functioning normally and within specification.upon investigation it was determined that the facility was not manually cleaning/brushing in accordance with sgna and/or the endoscope manufacturer's guidelines prior to placing endoscopes in an aer for reprocessing.the clinical specialist trained the facility on the proper way to manually clean their endoscopes, another manual cleaning training session was performed on (B)(6)-2010.unrelated to this complaint, the facility informed the clinical specialist that previously two patients were hospitalized with c. Diff following a procedure.